Event description:
The pt was unable to turn on the implantable neurostimulator after back fusion surgery. The pt was admitted to the hospital (reason not specified) and was having symptoms in her area of paresthesia. The hcp planned to replace the neurostimulator. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.